Event description:
Covidien ligasure blunt tip laparoscopic sealer/divider - during use, handpiece stopped sealing tissue, console reading error. Handpiece removed from use. No harm to the patient.

Event description:
Covidien ligasure blunt tip laparoscopic sealer/divider - during use, handpiece stopped sealing tissue, console reading error. Handpiece removed from use. No harm to the patient.

Event description:
Covidien ligasure blunt tip laparoscopic sealer/divider - during use, handpiece stopped sealing tissue, console reading error. Handpiece removed from use. No harm to the patient.